Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patient was not showing in the unit. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing in the unit. A technical support specialist stated that the customer resolved the issue. The system functioned as intended after technical support specialist assisted. The customer resolved the issue and indicated the issue was resolved.